Event description:
It was reported that during an unknown procedure, the device burned through the insulation on the jaw and looked like it was going to ignite. Unknown how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/2/2009. Information anticipated, but unavailable at this time.